Manufacturer narrative:
Block d9: the angiosculpt device was returned for evaluation. Block h3: visual inspection found a kinked transition tubing. During functional testing, using an indeflator filled with green color dye water, the device was pressurized and at less than 2 atm, a leak on the balloon was present. Under microscopic inspection, a longitudinal tear was observed. Block h6: per the IFU, at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rbp. In addition, added codes 419 (balloon), 2199 (no health consequences or impact), 10 (testing of actual/suspected device), 114 (operational problem identified), and 22 (known inherent risk of device).

Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. During inflation, the balloon ruptured at rbp. No patient injury, this MDR is being reported conservatively. Patient information regarding relevant tests/ laboratory data or medical history are unknown. This information was not available from the facility. An undersized introducer sheath (5f) was used. The product label indicates the angiosculpt device is compatible with a 6f introducer sheath. Report source: foreign country: (B)(6). The angiosculpt device has not been returned for evaluation, thus no returned product investigation was performed. (B)(4).

Event description:
The angiosculpt device was used and during the 2nd inflation at 14 atm for 5 seconds, the balloon ruptured. A new angiosculpt device was used to complete the procedure. No patient injury reported.